Event description:
Black goo black oily substance oozed from blade into pt during use. Area was shaved with another blade and irrigated copiously with saline. Pt had received antibiotics prior to surgery as is the md's usual practice.

Manufacturer narrative:
The device has not been returned by the customer for evaluation. (B) (4)